Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of around 300 mg/dl due to bent cannulas. The customer experienced symptoms such as tightness in the chest, dizzy, sick to the stomach, nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with programing their insulin pump. The insulin pump will not be returned for analysis.